Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery performed on (B)(6) 2025 due to rotator cuff failure not implant related. Previous surgery date back to (B)(6) 2021, however information of original implant has not been provided. During revision the original anatomic implant was partially removed (humeral stem was retained) and following reverse components were implanted to restore shoulder functionality: - tt hybrid reverse baseplate (pn 1379.15.160) - bone screws (pn 8420.15.020 and pn 8420.15.010) - glenosphere dia36mm (pn 1374.09.111) - reverse humeral body short (pn 1352.15.005) - reverse liner +3mm (pn 1360.50.815). Surgery was completed as intended patient date of birth is (B)(6) 1956. The event occurred in the united states.